Event description:
The dealer states the user intentionally rammed the "razor sharp" footplates into his wifes calves, causing cuts that required stitches on two separate occasions.

Manufacturer narrative:
Device has been in use for nearly 10 yrs. Dealer reported that the user intentionally ran the chairs footplate's into his wife's calf and thus requiring stitches. Dealer reports user has a history of this event and he believes user is intentionally sharpening the footplate. No malfunction and/or defect of the product alleged. MDR filed as a conservative measure.